Event description:
It was reported that the day after a billroth-1 procedure, bleeding was confirmed from the anastomosis site. The bleeding was stopped by clip endoscopically. The doctor did not confirm the resected ring tissue. The doctor usually closes the gap setting scale maximally.

Manufacturer narrative:
Info anticipated, but unavailable at this time.